Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and treated with vancomycin and fortaz (routes, doses, and frequencies not reported). The patient was retrained on aseptic technique and discharged from the hospital. The patient was reported to have recovered from the peritonitis. Therapy has been temporarily discontinued. Additional information was requested but is not available.